Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). After plain old balloon angioplasty (poba) was performed several times, a 3.50x20mm promus element¿ plus stent was advanced to treat the lesion. Despite of several attempts, the device was unable to cross. Subsequently, buddy wire technique was performed and a guide catheter was engaged deeply. However, it was noted that the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient¿s status was good.